Manufacturer narrative:
The device has not been sent back to zoll for evaluation. Technical support attempted to reach out to the initial reporter for additional information; however, no response has been received.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the patient was placed on an ltv (laptop ventilator) at the beginning of the procedure. The vent was checked and circuit tested prior to use. Rt (respiratory therapist) found ventilator was not functioning correctly and placed patient on another ventilator. No harm to patient. MDR report: (B)(4).